Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the personality module audio video (pmav). The system was verified and ready for use. The unit was analyzed and error 48100 was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where was triggered indicating fault on the pmav. It failed error 48100, 48101 at start was triggered indicating fault on the system. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer informed the field service engineer (fse) that they encountered error 48100 error on the system. There was no report of patient involvement or patient injury.